Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient had their device implanted in (B)(6) 2014. The patient thought the implant was around (B)(6). The device was noted to have been defective. The patient did not know what part was defective. The patient found out that the device was defective the day after implant because the device shocked them. They tried to reprogram the device multiple times but were unsuccessful. The patient was kept at the hospital for 2 weeks. The ins was explanted in september. The patient wanted to donate their external equipment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.